Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 92 mg/dl and 45 mg/dl within 10 minutes on the aviva system while feeling symptoms of hypoglycemia. Customer successfully self-treated symptoms by having something to eat. No adverse event reported. Requested return of suspect device and replacement was sent.